Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) system presented to the emergency room (ER). Upon interrogation, the device was found to be in safety mode. The patient did have dizziness. Subsequently, the device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported.